Event description:
The device was used during an anastomosis procedure. Reportedly, the anastomosis was not complete and there was bowel leakage. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.